Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the probe was damaged. A probe check was performed on the device and the probe check failed. An error code u509 was observed. A visual inspection noted that the teflo pad was found to have normal wear. The proximal end of the device was inspected under microscope and the probe was found cracked. The instruction manual warns users:

Event description:
Olympus was informed that in the middle of a total laparoscopic hysterectomy procedure, the probe tip cracked and failed. The device was replaced and the intended procedure was completed with another similar device. There was no patient injury reported.